Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. (B)(4).

Event description:
It was reported that a 300cc mentor memorygel breast implant experienced right sided rupture intra-operatively. While the physician was implanting the implant on the right side, he noticed a hole in the implant while the patient was already under anesthesia. No adverse event was reported.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 1/11/2021. Device evaluation summary: according to the information received, the right breast implant experienced a rupture during surgery. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to mentor procedure, and it revealed two (2) tears (a and b) on the anterior view, measuring approximately a: 0.1 cm and b: less than 0.1 cm. Microscopic examination of the edges of both tears revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Manufacturer¿s reference number: (B)(4).